Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v170108, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that they felt weak following implant and it was determined that there was an infection. The patient noted that the lead and ins were removed on (B)(6)2017 in the healthcare professional¿s (hcp) office. The patient stated that they almost fainted at the procedure and that the hcp had stated that a metal piece was left near the incision. The patient reported that the incision had not quite healed and that they had been on antibiotics from the date of infection until the day of report. The patient noted that they had gone to an emergency room. The patient stated that they had received the device for bladder problems but noted that there had not been a return of symptoms. The patient was to follow up with a hcp. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v170108, implanted: (B)(6) 2008, explanted: (B)(6) 2017. No more applies to ipg and it applies to lead now. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as doctor reported that lead tip was retained near the incision site as it was considered as metal piece left near the incision in previous allegation. Patient refused to followup for infection. Patient's weight was asked but remains unknown as of now. There were no complications or that no further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected.

Event description:
Additional information received from patient reported that the device was removed. They had problems with their bladder and had a little pain. It was indicated that they have an appointment at the end of the month with a different hcp.